Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Zip code is not indicated at this time. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a scratch was detected on the optic of the implanted lens on patient's left eye. The patient reports that he sees a line in peripheral field of vision, visible during reading. The doctor initially suspected that this was caused by eye drops and would resolve after discontinuation. The symptoms did not resolve and the doctor stated that it is caused by patient's diabetes. The lens remains implanted. Additional information was requested and received.

Manufacturer narrative:
(B)(4).